Manufacturer narrative:
Updated event description- at about 1 year 9 months after the primary, the patient came in for anterior knee pain around the patella and joint instability. Post op imaging has confirmed that the base plate and femur are well fixed and the surgeon wants to replace the 14mm insert with a 15.5mm. The revision surgery is not yet planned as a compassionate use submission is on-going (it will not start until january). No more info available to date. X-rays received on 21 february 2025. Clinical evaluation performed by medacta medical affairs manager: 2 years after cemented primary tka in a young but severely overweight patient, the laxity of the joint progresses and the patient feels pain and instability. The surgeon decides to replace the insert with a thicker one. Progressive ligament laxity is a known possible evolution after tka and it is not due or related to the devices formerly implanted. In this case, the surgeon assessed that the metal components are still well fixed, so the plan is to replace the insert only in order to give a size of the implant that is adapted to the evolved condition. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.

Manufacturer narrative:
Batch review performed on 16 december 2024: lot 2119153: (B)(4) items manufactured and released on 07-march-2022. Expiration date: 2027-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.

Event description:
At about 1 year 9 months after the primary, the patient came in for anterior knee pain around the patella and joint instability. Post op imaging has confirmed that the base plate and femur are well fixed and the surgeon wants to replace the 14mm insert with a 15.5mm. The revision surgery is not yet planned as a compassionate use submission is on-going (it will not start until (B)(6) 2024).